Event description:
Physician called to report a patient who had received a therapeutic plasma exchange procedure using a fresenius as104 abd pl1 tpe set. The patient was discharged and later presented at the hospital with blood in his urine and possible serum hemolysis. The patient required dialysis to treat acute renal failure. The apheresis nurse visually checking the plasma line for signs of hemolysis after the hemolysis alarm, but continued the procedure, contrary to instructions for use . The procedure was terminated sometime later after patient symptoms were observed and/or the machine alarmed again, no computer printout of the procedure was available. The nurse supervisor suspected that the pharmacy diluted the replacement plasma(5%) with sterile water instead of saline. The as104 was not taken out of service by the hospital and has been used many times since the event. The last periodic maintenance was performed on the machine 11/97.